Manufacturer narrative:
Based on the current information provided, the root cause of the post-procedure pneumothorax is unknown. However, according to the fellow, the clinician believes the pneumothorax was ¿due to sampling¿ although no malfunction of an ion product had occurred to his knowledge. It was confirmed that the ion endoluminal lung biopsy procedure was performed on (B)(6) 2020. However, the system logs are not available for isi to review. Per procedure notes documented by an isi clinical applications engineer who was present during the case, there were no relevant errors. As of 16-jul-2020, a review of the site's complaint history has been performed and no related complaints have been identified. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient was found to have a pneumothorax. However, there was no allegation or indication that a malfunction of an ion product occurred. As a result of the pneumothorax, a chest tube was placed by interventional radiology, which is standard of care at the site. Post-procedurally, the patient developed worsening respiratory distress requiring additional medical intervention. Per the clinician's fellow, the post-procedure complication was likely attributed to a persistent pneumothorax. After upsizing the chest tube, the patient's clinical status improved and the pneumothorax closed.

Event description:
It was initially reported that after undergoing an ion endoluminal lung biopsy procedure, the patient was found to have a pneumothorax. Although the patient was hypotensive, she was kept overnight for observation. She was also described as being a "fragile cardiac patient" who was (B)(6) years old. The patient was discharged on post-procedure day #1 with no additional complications. The clinician/site does not believe an ion system, instrument or accessory caused or contributed to the post-procedure complication. On 14-jul-2020 and 15-jul-2020, intuitive surgical, inc. (Isi) contacted the clinician¿s fellow and obtained the following additional information regarding the reported event: the fellow was not present during the case, but he does not believe a malfunction of an ion product occurred, nor does he believe that any ion product caused or contributed to the reported incident. However, the fellow was unsure if the images could be released to isi for evaluation. The clinician believes the pneumothorax was ¿due to sampling.¿ the pneumothorax was described as large ¿with 3.2cm apical separation.¿ the pneumothorax reportedly grew over time and the initial symptom was ¿increasing oxygen requirement.¿ at the time of the pneumothorax, the patient did not become unstable. Medical intervention included oxygen application and chest tube placement by interventional radiology which is standard care at the site. Post-procedurally, the patient was admitted to the floor with worsening respiratory distress which required continuous bipap. The patient also received the following treatments: diuresis for heart failure and steroids for copd. According to the fellow, the cause of the post-procedure complication ¿was likely due to persistent pneumothorax.¿ after upsizing the chest tube, the patient¿s clinical status reportedly improved and the pneumothorax resolved. After the chest tube was removed, the patient was discharged to home. However, the patient was readmitted for lower respiratory infections and covid-19. Per the fellow, a covid-19 swab test was negative on (B)(6) 2020. However, the patient tested positive for covid-19 on (B)(6) 2020. On 16-jul-2020, isi contacted the initial reporter, an isi clinical applications engineer and obtained the following additional information regarding the reported event: according to the isi clinical applications engineer, the surgeon believed the post-procedural infections may have originated from the patient being passed from one department to another at the hospital following the lung biopsy procedure. There was no allegation that an ion system or instrument caused or contributed to the post-procedural infections.